Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the cable connector of the mobile power unit (mpu) was found to be not okay during regular maintenance. The mpu was sent for repair and a new one provided to the patient.

Manufacturer narrative:
Section d6a: implant date inadvertently reported in initial report and is not applicable for this device manufacturer's investigation conclusion: the reported event of a damage near the patient cable¿s connectors was confirmed upon arrival of the returned mobile power unit (mpu) at the european distribution center. Visual inspection of the mpu (serial number: (B)(6)) revealed that the rubber casing around the lemo connectors was slightly loose. The unit was functionally tested and found to perform as intended despite the observed mechanical damage. The patient cable was replaced, and preventative maintenance was performed. The mpu was returned to the customer after passing all tests per procedure. The root causes of the reported event could not be conclusively determined through this analysis. There was also incidental finding of a cracked battery door review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 01sep2017. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to properly care for all equipment, including the mobile power unit. The heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.